Manufacturer narrative:
It was reported that the central nurse's station (cns) went blank while monitoring patients. No patients harm were reported. After swapping the hard drive from position "1" to "0", the device booted up properly. Sent the customer new hard drive and installation instructions. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) went blank while monitoring patients. No patients harm were reported.

Event description:
It was reported that the central nurse's station (cns) went blank while monitoring patients. No patients harm were reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, bme (B)(6) at (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) display was found to be blank. Service requested troubleshooting/assistance. Service performed troubleshooting found hard drive to be the issue. Device was able to boot up upon swapping hard drive from position "1" to "0". Blank hard drive was sent to customer. Nka ts assisted customer to install the hdd on the cns and rebuild the volume/raid. Investigation result the cns was placed into service on 06/17/15, which is approximately 4 years prior to the reported issue. Customer's maintenance information on this device is not available. A review of device history found no previously reported issues with the hdd or raid. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. No record of nka servicing performed on the unit. Per nkc DHR, the unit (pu-621ra sn:(B)(6) ) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Unit has no prior history of hdd failure. Issue resolved by replacing the one failed hdd and allowing raid to build. The root cause is determined to be maintenance needed. This issue is not suspected to be caused by a deficient design. Corrected information: f9. Approximate age of device: incorrectly calcuated